Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, bolus anomaly or displacement anomalies noted. The motor was tested outside the device and passed. Pump passed the delivery accuracy test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering her basal. They saw their doctor and the basal rates was changed but the insulin pump was not working. The customer stated her blood glucose was high all night. Their blood glucose was in the range of 400 mg/dl. They stated that insulin shots helped treat their blood glucose. They tried getting insulin from the insulin pump but their blood glucose shot back up. They changed the site 4 times. The cannula was not bent or kinked. They did a complete set change. The customer¿s current blood glucose level was 196 mg/dl. Troubleshooting was performed. It was noted that the insulin pump¿s time was off by 1 hour and 5 minutes. The bolus history and programming were correct. They also reported that they had worn the insulin pump through a body scan. The device will be replaced and returned for analysis.